Manufacturer narrative:
No device problem found.

Event description:
As part of the (B)(6) study, after implantation on (B)(6) 2020, patient reported continuous radicular pain after initial surgery. Patient consulted with the study investigational site and revision / removal plus fusion scheduled. In situ exploration confirmed everything to be normal except discernible scarring around the thecal sac, that would made neural retraction difficult for complete removal. Occuclsion component was detached and removed and the anchor left in situ. Ipsilateral tlif performed after occlusion component removal. There was no sign of recurrence, inflammation of infection during exploration.